Manufacturer narrative:
H.6. Investigation summary: one sample was provided by the customer for investigation. The returned sample was examined using unaided vision. The needle shield was removed and it was observed that there is a second needle adhered to the outside of the needle hub with epoxy. A device history record (DHR) review was performed on the batch associated with this investigation. The DHR review did not reveal any defects or issues reported and no quality notifications were issued. A mis-assembly at the cannulation operation can cause double cannula. A needle misses the hub and falls on to the adjacent needle on the rack. If the operator does not see it, the epoxy cures, and the second cannula sticks to the assembled needle. The dvt camera that inspects for epoxy may catch this defect if the defect is on the side facing the camera. It is essentially the responsibility of the assembly associate to monitor for these defects, correct the issue, and remove the affected needles. Bd acknowledges that the photo provided by the customer had two cannula attached to the needle hub. As this is considered a rare occurrence, no corrective or preventative actions are proposed in the scope of this complaint. H3 other text : see section h.10.

Event description:
Material no.: 305106; batch/lot: 8090554. It was reported that during use of the bd precisionglide¿ needle "the physician noticed the 30 gauge needle had two needle tips like the needle was split prior to administration." The following information was provided by the initial reporter: the physician noticed the 30 gauge needle had "two needle tips like the needle was split" prior to administration. The reporter denied any adverse events or missed doses due to this event.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no.: 305106. Batch/lot: 8090554. It was reported that during use of the bd precisionglide¿ needle "the physician noticed the 30 gauge needle had two needle tips like the needle was split prior to administration." The following information was provided by the initial reporter: the physician noticed the 30 gauge needle had "two needle tips like the needle was split" prior to administration. The reporter denied any adverse events or missed doses due to this event.